Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l41428, implanted: (B)(6) 1996, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine (0.6 mg/ml at a unknown dose) via an implanted pump for spinal pain. It was reported on the date of this report the rep was going to a standard pump replacement case. At the time of case, she thought the catheter would be an 8703w but when the patient was opened it appeared to look more like an 8709sc. It was noted during the case the patient was laying on their back. The doctor was not able to aspirate the catheter and when he attempted to push the drug, he could not get the dye to push through the catheter. Prior to pushing, the rep assisted with calculation and the doctor was comfortable with pushing. It was reported the doctor was pushing so hard that the fluid was coming back out (squirting). It was noted they theorized it could be due to patient positioning and tech reviews with the potential age of the catheter the body could be worn down so the patient laying on their back caused a blockage. From there, the doctor replaced the pump and added the 8578 so it was ready to go; however they would be bringing the patient back at a later date to revise the spinal segment of the catheter since he could not reposition the patient at the case. They would also likely perform a MRI to check for granuloma. The rep had limited details going into the case and did not know if there was symptoms or volume discrepancies or anything like that, but was reaching out to the pump nurse today and waiting to hear back. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2021-09-23 indicated the symptoms were unknown, but the pump nurse said he always got back the correct reservoir volume at each refill. It was noted they were still awaiting surgery to replace the spinal segment of the catheter. It was unknown why the catheter could not be aspirated, and the event was not yet resolved. The MRI results were unknown as of now. The doctor had no other information than what has been provided.